Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.additional: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a infusor pump with a condition of 'failed occlusion test'. A failure to alarm occurred. This condition occurred during bio-med testing. The area where this event occurred is operating room there was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional informtion becomes available.